Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the laser system and replicated the reported event. The laser fiber was replaced to resolve the issue. The laser system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a non-conforming laser fiber. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when using the laser, the power is low and requires raising the power a little more to give the therapy to the patient. The equipment did not present any system messages or alarms. The procedure was completed. Patient impact was not reported. Additional information was requested and received.